Event description:
The manufacturer received information alleging an everflo oxygen concentrator was involved in a house fire. The patient expired. The device is currently in police custody and is not returning to the manufacturer for evaluation at this time. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported an everflo oxygen concentrator was allegedly involved in a house fire. The patient expired. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The manufacturer received information from the reporter of the event that the device is not being returned to the manufacturer for evaluation.